Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that the fans on the gantry cover were damage by improper use. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: other medical products in use, during the event include: product ID: bi71000531, (lot/batch #: unknown), product ID: bi71000452, (lot/batch #: unknown). H3) the manufacturer representative went to the site to test the imaging system. They found, that there was a metal gantry fans cover damaged, during inner covers replacement. It was not possible to rotate the gantry. System checkout not possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.